Event description:
During a laparoscopic supracervical hysterectomy procedure, the inactive pad started to come off of the device. Another like device was used to complete the case. There was no consequence to the patient.